Event description:
Reporter noted phaco handpiece error message after capsulotomy and hydrodissection had been completed. Second handpiece wouldn't work either. Cancelled this case and following case. Procedure completed next day.